Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter was prompting a battery indicator. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue started 15-20 days prior to contacting lfs. The patient manages his diabetes with insulin (insulin pump user). It is not known if the patient made any changes to his diabetes regimen as a result of the alleged issue. Just prior to the start of the alleged power issue, the patient claimed he had felt tired and developed a headache. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted that the subject meter's battery did not need to be replaced per the owner's booklet recommendation. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.